Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023 . H6: investigation summary one needle sample received for investigation. Upon visual evaluation, no defects or issues observed. The sample was connected to a syringe with saline solution, solution expelled with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that 1 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: verbatim: mat# 305916 lot# regx0368 verbatim: unable to progress vaccine through needle. Level of harm: no apparent harm - reached patient/person, inconvenient incident details: â¿¿unable to progress vaccine through needle. Who was affected? No person affected unexpected or prolonged care? No frequency of problem: first time.

Event description:
It was reported that 1 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: verbatim: mat# 305916 lot# regx0368 verbatim: unable to progress vaccine through needle. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: â¿¿unable to progress vaccine through needle. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.